Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840006540, 510k # k113174 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar spinal canal stenosis; and underwent posterior lumbar fusion at l4-s2. Intra-op, after final tightening was finished, it was found by checking the frontal image that the screw on the right of s1 deviated to the medial side. Wound closure was not performed at that time. The screw was completely explanted and an attempt was made to re-insert the screw after changing the insertion direction, but it didn't work well. Fixation was performed at l4-l5-s2 without placing the alleged screw at s1 (in the state that the alleged screw had been removed). There was a delay of less than 60 minutes as a result of this event. No patient complications were reported.